Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the manufacturer representative (rep) was not sure if the site could move the system or not. The manual clutch disengage is always an option. The rep did not ask when they spoke with the site.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and the issue was resolved be clearing e-stop over the phone with the site. The rep had the site power down both units and disconnect the image acquisition system (ias) and mobile view station (mvs) and power them on separately then connect the umbilical and power down both units. They had the site power on and off the units together several time without incidence. They will continue to monitor the site for further problems. The system was fully functional and operated as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in e-stop. They had rebooted the system a few times. Then attempted to reseat the dongle and made sure that the red button was not stuck. No resolution was found. No patient was present at the time of the event.